Event description:
Patient had a pci. While attempting to deploy the angio-seal, the nurse noted that when she pulled the clip back to deploy the anchor it felt like the clip broke or cracked. The nurse attempted to pullt he deployment sheath back and tamp the plug-the sheath would not come out. The pt was then scheduled to go to the operating room to have the device surgically removed. The surgeon was able to successfully remove the device with no harm to the pt.